Manufacturer narrative:
Concomitant medical products: erbe 200d generator. Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved could not confirm the report as it was described. There were staple holes in the sheath located between 221.7cm and 223 cm from the proximal handle. When the product was returned, the pouch was stapled shut and one of the staples was stapled into the complaint device. A functional test was performed on the acusnare polypectomy snare. The active cord connected easily and remained securely connected. The continuity from the electrical pin to the snare head was tested with an ohm meter and passed. The device was connected to a valley lab generator and power was applied. The snare cut the simulated tissue as expected. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Before using the acusnare polypectomy snare, the instructions for use instruct the user to "securely connect the active cord to the device handle and electrosurgical unit." The instructions advise the user that the "active cord fittings should fit snugly into both device handle and electrosurgical unit." An insecure connection could contribute to difficulty with current application. Before using the acusnare polypectomy snare, the instructions for use instruct the user to inspect the active cord prior to use. If an abnormality is noted, the instructions direct the user not to use the active cord. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a polypectomy colonoscopy procedure, the physician used a cook acusnare polypectomy snare. The snare was connected to a erbe machine, however it failed to provide diothermy to the device. The snare was removed and another acusnare was successfully used.